Manufacturer narrative:
Qc recovery was acceptable. There was no indication of a reagent performance issue. The alarm trace from the analyzer included an abnormal sample aspiration alarm, indicating possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the rinse nozzle "flicking" naoh water on the reaction cells. He cleaned the cells, replaced the valve, and it was no longer "flicking" water. Precision testing was run and found to be successful. This investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for three patients on the cobas 6000 c501 module. The initial result for patient 1 was 172 mmol/l. The repeated result was 139 mmol/l. The initial result for patient 2 was 180 mmol/l. The repeated result was 133 mmol/l. The initial result for patient 3 was 155 mmol/l. The repeated result was 133 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number and expiration were requested but not provided. The customer stated they did not have any issues with qc.